Event description:
Cryoablation was performed in the four pulmonary veins (order of ablation: lspv, lipv, ripv, rspv). After ablation in rspv was completed, the hospital staff noted that the patient's blood pressure was significantly low. The patient was diagnosed with cardiac tamponade and drainage was performed. After reviewing the ECG, it was found out that the blood pressure dropped sharply almost simultaneously with the start of ablation in the rspv. Physician believes that the event occurred as a result of damage made by the tip of sheath contacting the inner wall several times during difficult catheter positioning for ablations in the lipv and ripv. The patient recovered and has been discharged from the hospital.

Event description:
Cryoablation was performed in the four pulmonary veins (order of ablation: lspv, lipv, ripv, rspv). After ablation in rspv was completed, the hospital staff noted that the patient's blood pressure was significantly low and that the patient had a cardiac tamponade. After reviewing the ECG, it was found out that the blood pressure dropped sharply almost simultaneously with the start of ablatio n in the rspv. Physician believes that the event occurred as a result of damage made by the tip of sheath contacting the inner wall several times during difficult ablations in the lipv and ripv.

Manufacturer narrative:
The device was not returned for investigation. There was no indication of product malfunction. Bin files from the case were reviewed and did not show any system notices for the date of event. Bin files showed that at least 20 injections were performed with the cryoablation catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.